Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 2 years, 2 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis, hemolysis, bleeding, local infection, sepsis and renal failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date in (B)(6) 2015 the patient was admitted for congestive heart failure, exacerbation and cellulitis. The patient started to acutely decompensate with increased ammonia levels. Lactate dehydrogenase (ldh) levels started to increase after a week and a diagnosis of suspected pump thrombus was made. The patient received tissue plasminogen activator with temporary improvement of ldh levels but continued to battle sepsis, renal failure and pump thrombosis. The patient was on milrinone and multiple pressors. The patient was also on mechanical ventilation. The patient had a medical history of multiple gastrointestinal (gi) bleedings and multiple transfusions. The patient could not tolerate even an aspirin therapy without gi bleed episodes. The patient was on mesalamine and occasionally on octreotide. On (B)(6) 2015 the patient had care withdrawn and expired after two years and two months of support. The patient's pump appeared to be working appropriately for the patient. The pump was not explanted after the patient's expiration.